Manufacturer narrative:
A ge oec service representative investigated the issue and found the error was caused by components in the high voltage (hv) system. The hv tank was removed and replaced, the hv cables were replaced. The iget snubber pcb was replaced, in addition to the x-ray tube. The system was tested and recalibrated and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed regulator filament failure error code on the initial boot of the day. Also, no image display on the live monitor.